Event description:
During a follow-up in clinic, there was high impedance noted on the right ventricular (rv) and right atrial (ra) leads. There was also noise on the rv lead. Both leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2938836-2019-01163.

Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found the helix stretched and damaged, consistent with procedural damage. X-ray examination and electrical testing did not find any indication of conductor fractures, but shorting was noted due to the as received condition of the lead. Visual inspection found two external insulation abrasions exposing the outer coil. One insulation abrasion was found proximal to the suture sleeve tie impression caused by friction to the device can. The second insulation abrasion was found at the distal region of the lead and was consistent with friction to another device or patient anatomy. The reported event of high pacing lead impedance (pli) was not confirmed.